Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg could not find any indication that the complaint occurred as reported. The broken door latch was confirmed, however, the alarm "shut door" was working properly as well. The initial reporter did state that due to the broken door going unnoticed that the patient experienced a ten hour delay in therapy, but that the patient did not experience any adverse effect from this delay.

Event description:
The initial reporter states that there was a crack in the door latch causing the pump not to run and that the pump also didn't alarm. She states that she didn't notice that the pump wasn't running causing a ten hour delay in therapy. Mmdg followed up with the initial reporter, and they did state that once the patients mother noticed that the pump wasn't running, she started to supplement, and that the patient was doing "just fine." (B)(4).

Manufacturer narrative:
The device was not returned to mmdg, and therefore could not be investigated. Because the pump could not be investigated, mmdg was not able to confirm the complaint.

Event description:
The initial reporter states that there was a crack in the door latch causing the pump not to run and that the pump also didn't alarm. She states that she didn't notice that the pump wasn't running causing a ten hour delay in therapy. Mmdg followed up with the initial reporter, and they did state that once the patients mother noticed that the pump wasn't running, she started to supplement, and that the patient was doing "just fine." (B)(4).